Manufacturer narrative:
No parts were received by the manufacturer. On (B)(4) 2016, a medtronic representative went to the site to test the equipment. The imaging system¿s computer was replaced, and the old configuration was loaded. A system check-out was completed; the mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that the imaging system¿s pendant displayed the message, ¿system booting, please wait.¿ multiple attempts to re-start the system did not resolve issue. Connecting the external monitor to the vga output of the computer resulted in a ¿registry file failure¿ error message, indicating a corrupt system file. There was no patient was present when this issue occurred.